Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece device had an aleatory start. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearing was not functioning and was defective. It was further determined that the saw had no power and the ball and needle bearing were damaged. It was further determined that the device failed for general condition, check the saw blade coupling and for check performance. The assignable root cause was determined to be due to premature wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.